Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wire of the power supply of the patient electronics device. The patient electronics device and defective power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. Due to exposed wiring of the returned power supply and power extension cable, the pes was uncappable of powering on. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.